Event description:
Allegedly, per patient medwatch reference number (B)(4), this revision was due to pain and infection.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. The user facility advises no medwatch report was filed for this event. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend for 3802-4652 lot no: 095257644. Package insert reviewed. Product not returned. Evidence that product in specification when used; undetermined.